Manufacturer narrative:
Combination product: yes. As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the devices functions to be as specified. The analysis of the provided trend data, acquired between january 28, 2025 and september 24, 2025 recorded the atrial pacing impedance around 500 ohms with recurrent decreases to <250 ohms since march 2025. The analysis of iegm episode no. 26, dated june 08, 2025, revealed that a ventricular fibrillation event was treated with shock therapy. The first four shocks were ineffective, while the fifth successfully terminated the vf episode. Based on the available information, it is highly probable that the shock vector between the proximal shock coil and the device can was insufficient for the patient. To determine the root cause of the observed right atrial impedance decreases, an analysis of the lead itself would be necessary.

Event description:
It was reported that the leads were capped and replaced. During a scheduled generator replacement in (B)(6) 2024, insulation damage was observed on the rv lead near the df-1 connector of the distal shock coil. As a result, the distal coil was deactivated. The connector of the proximal shock coil was connected to the distal port of the ICD, and a successful shock test was performed. A new ICD was implanted, and the patient was discharged. In (B)(6) 2025, an episode of ventricular fibrillation (vf) was terminated with the fifth shock. There were concerns regarding the effectiveness of the first four shocks, possibly due to the vector configuration changes made in (B)(6) 2024.

Manufacturer narrative:
Combination product: yes.